Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. The device was returned to bd for evaluation. The investigation is confirmed for pinhole rupture. The catalog number identified in section d4 has not been cleared in the us, but is similar to the savvy long products that are cleared in the us. The pro code for the savvy long products are identified in d2. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 48508020 pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. This malfunction involved a patient with no reported patient injury. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
The lot number was provided and a lot history review was performed. The device was not returned to bd for evaluation. The investigation is inconclusive for the reported material rupture as no sample was returned. The catalog number identified in section has not been cleared in the us, but is similar to the savvy long products that are cleared in the us. The pro code for the savvy long products are identified. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 48508020 pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. This malfunction involved a patient with no reported patient injury. The patient's age, weight, and gender were not provided.